Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with air flowing back into the side port occurred. It was reported that air was drawn into the vizigo¿ when the qdot was inserted (small bubbles). The same thing happened with the second vizigo¿. Both have the same lot number. With the third vizigo¿, everything worked perfectly. There were no patient consequences. It was not reported if air was being introduced into the patient. The doctor performed maneuvers to get rid of the bubbles. No medical intervention reported. It was not reported if patient exhibited any neurological symptoms since the procedure was completed. The issue with air flowing back into the side port is considered MDR reportable to the FDA.

Manufacturer narrative:
E1. Initial reporter phone: +(B)(6). This event was incorrectly reported as two devices under the original/initial 3500a report # mwr-01022023-0001343284 (mrn# 2029046-2023-00356); however only one device should have been reported. Therefore, this report is being submitted to capture the second device. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test of the side port was performed, and no issues were observed. A device history review was performed for the finished device 60000021 number, and no internal actions related to the complaint were found during the review. The instructions for use contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The issue described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).